Event description:
Air/foam alarm sounded into treatment. Technician observed that arterial bloodline was disconnected from the pt's right internal jugular catheter access. No visible bleeding. Air noted in arterial bloodline only. Ij catheter clamped. Pt was awake, alert, talking, place in left t-burg position. O2 initiated as phophylactic measure. After pt was placed in t-burg position, anxiety noted with complaints of shortness of breath, and stomach pains. Dr at chair side immediately from her office in center. Pt transported to med ctr for observation of possible air emboli. Air emboli ruled out per md.